Event description:
On (B)(6) 2012, company representative reported the pt experienced hypoglycemia during the night and required medical treatment. Follow-up was completed with pt's husband on (B)(6) 2012, and he reported the infusion device basal rates were increased on (B)(6) 2012. Pt's blood glucose was normal on (B)(6) 2012-(B)(6) 2012. Blood glucose was 163 mg/dl on (B)(6)2012 at 4:52 pm and 133 mg/dl at 10 pm. She did not take any insulin at that time. Pt's husband found her unconscious at 11:30 pm on (B)(6) 2012 and he tested her blood glucose and it was 54 mg/dl. He attempted to treat pt with apple juice, but she was not responding. He contacted 911, and the paramedics arrived and provided treatment of a "tube of glucose." Pt gained consciousness 10-15 minutes later, and she was not taken to the hospital. Her target blood glucose is 130 mg/dl, and she had a sinus infection and was on antibiotics at the time of the event. Husband spoke with the pt's doctor, and the basal rates were decreased. Pt's blood glucose has been normal. No allegations were made against the infusion device system, and no product will be returned for evaluation.